Event description:
During mastoid surgery, skeeter drill not functioning, surgical incision closed and surgery cancelled. MFR/rep notified. Drill bit would not activate due to malfunction of motor outlet. Rep retrieved handle and drill bit returned to xomed, inc.